Manufacturer narrative:
Distributor narrative the manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report. The user facility reported that during a laparoscopic bilateral salpingo-oophorectomy a second sb534 mini endo pocket broke while trying to retrieve a specimen. After the first sb534 bag broke, the reported second bag was introduced but was also noticed to be defective. With no tension placed on the bag, it was observed to be fragile. The reported bag was removed and the incision was widened to remove the ovary manually. The procedure was completed with a 5-minute surgical delay and no patient injury was reported. Upon additional information gathered from the reporter, the patient did not need to stay in the hospital for any additional length of time. Due to the incision needing to be widened to complete the procedure, this incident is raised based on a patient injury.